Event description:
During a routine in center hemodialysis treatment, the facility nurse experienced arterial air alarms and arterial pressure alarms. The nurse determined that the blood in the cartridge circuit had clothed and therefore could not be returned. This resulted in a 210cc blood loss. No medical intervention was required.